Event description:
Boston scientific received information that during the device replacement procedure, the right atrial (ra) lead could not be removed from this pacemaker. The ra and right ventricular (rv) setscrews could not be loosened with several boston scientific and competitor¿s torque wrenches. Saline was injected into the lead port, but this did not resolve the issue. The device header was broken with cutting forceps, and dried blood was observed within the port. It was suspected that the dried blood was causing the lead removal difficulty. It was reported that the ra lead had not exhibited acceptable lead measurements for some time and the device had been programmed to vvi, so strong force was applied and the ra lead was removed from the device. Dried blood was noted on the lead. The rv lead was successfully removed after saline was injected into the port; dried blood was observed on that lead as well. The rv lead was tested, with good measurements obtained. Both leads were connected to the new device and the device was programmed to vvi pacing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the device header was returned, in several pieces. The atrial setscrew blocks were removed. The distal atrial and proximal atrial capture washers were bent upward, indicating the setscrews had been backed out too far. The damage to the proximal atrial capture washer was caused by the use of an incorrect or broken wrench. An is-1 lead was inserted into the lead barrel, with normal fit observed. Pin gauge testing was performed on the setscrew blocks to verify proper port dimensions; each port measured as expected. The distal ventricular setscrew moved freely, while the distal atrial setscrew was stuck in the loosened position. Laboratory analysis of the returned header determined the damage likely resulted from the use of incorrect wrenches and also the presence of dried blood within the port.

Manufacturer narrative:
The explanted device and broken header were expected to be returned for analysis. This report will be updated upon return and completion of analysis.